Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that last winter, they had their implant checked and were advised that everything's okay except that there's one wire that is off. Patient mentioned that they were not told about the cause, they were just told that there's one wire that's off. Agent redirected to healthcare provider (hcp) and send a message to the field for visibility.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 07-dec-2027, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 07-dec-2027, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported that they met with manufacturer representative (rep) who said the wire that is off would be fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.